Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/material/lot number information.

Event description:
No additional information.

Event description:
When puncturing the patient and attempting to remove the cannula, we noticed that it was perforated. Additional information received on 05jan2026. Was there any damage to the patient's health? If so, please explain the details. No. Was hospitalization or prolonged hospitalization necessary? Please provide details. No. Was any medical and/or surgical intervention necessary due to the incident (imaging tests, surgery, administration of medication, etc.)? Please provide details. No.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.